Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the pediatric ward during use, the suture needle broke during the second stitch. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the suture needle broke during use was confirmed. One broken suture needle was returned. The sample was microscopically examined. The needle broke 4 mm from the suture thread. There was no evidence of misuse. A device history record review was performed and did not reveal any manufacturing related issues. Since the suture needle is a purchased component, the probable cause of this issue is supplier related.